Event description:
It was reported that post-op it was noticed that the patients right atrial (ra) lead was oversensing r-waves, and pacing inappropriately causing ventricular capture. An x-ray was taken and it was discovered the ra lead had dislodged. An intervention was completed later that day to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).